Event description:
The pt had a calcified and tortuous lesion in the left anterior descending artery. While doing the procedure, the stent came off in the pt and was unable to be located. No pt injury was reported. No add'l info has been given at this time.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.